Manufacturer narrative:
This is the second revision surgery underwent by the patient. On (B)(6) 2017 the patient had a revision of non-medacta products due to infection. On 21 july 2017 the medical affairs performed a clinical evaluation based on the available pictures and commented as follows: hip dislocation few months after revision hip arthroplasty following infection. A new head, in the final operation, two sizes longer than the previous one was used to restore soft tissue tension and possibly leg length. This may be the consequence of stem subsidence (a possible sequela after infection) or for insufficient tension achieved during the first revision surgery: the former images are not available. There is no reason to suspect a faulty device. Batch reviews performed on 25 july 2017. Lot 152724: (B)(4) items manufactured and released on 30 october 2015. Expiration date: 2020-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on items of the same lot. Versafitcup flat pe hc liner ø 32 / f, code 01.26.3248hct, lot. 164467 (k103352) (B)(4) items manufactured and released on 05 october 2016. Expiration date: 2021-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to hip luxation. Head and liner were explanted. No trauma was reported.